Event description:
It was reported that during a (B)(4) study, also part of a (B)(4), initial (B)(4) mapping was performed successfully. On the first attempt to inject the study product, the needle was withdrawn when not visualized by angiography. (B)(4) catheter was re-advanced up the aorta twice more but withdrawn both times when mild resistance was noted. The patient complained of mild back pain. Abdominal aortic angiography revealed an aortic dissection from l1 to l3 with normal branch flow except for delay in filling of inferior mesenteric artery. The procedure was aborted without study injection; the patient was transferred to ICU in stable condition and was apprised of the situation. Patient was subsequently taken for a CT scan but upon return to the ICU, patient became hypotensive. Emergent echocardiography showed cardiac tamponade. Pericardiocentesis revealed accumulating blood. Patient was taken for emergency surgery where a lateral wall hematoma with oozing into pericardium was found. Patient was subsequently extubated and progressed well with intact neurological function and good maintenance of blood pressure without vasopressive support. Patient required hospitalization and was discharged home in good condition on (B)(6) 2011.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, the customer did not return the reported product. Therefore no evaluation was performed.(B)(4)

Manufacturer narrative:
A 3500a supplemental will be submitted once the analysis is completed. Concomitant products: nogastar: us cat num 120707s, lot #: 15281034m. Myostar: us cat num 121117si, lot# 15207380m. (Myostar is not distributed or approved in the us; only for clinical study). Noga xp system: us cat num m572401, (B)(4). (B)(4).